Event description:
Procedure type: hysterectomy. According to the reporter: the tip broke off the needle and could not be found. The sample is being sent for evaluation. No ill effect to the patient.

Manufacturer narrative:
(B) (4). (B) (4).